Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (B)(6) was sent on (B)(6) 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in december 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on (B)(6) 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number four of four supplemental MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. Device one and two for this event were for lots not associated with the recall, therefore no supplemental mdrs will be submitted. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd 513386.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1605, 1610 and 1640 on a vitros xt7600 integrated system. Lot 1605 mas lot oim2302 level 1 results of 14.3 pg/ml vs an expected result of 23.60 pg/ml mas lot oim2302 level 2 results of 45.7, 44.5 and 41.4 pg/ml vs an expected result of 69.20 pg/ml lot 1610 mas lot oim2302 level 1 result of 12.5, 12.1, 10.3, and 12.1 pg/ml vs an expected result of 22.10 pg/ml mas lot oim2302 level 2 results of 25.9, 25.0, 27.0, and 30.0 pg/ml vs an expected result of 47.80 pg/ml lot 1640 mas lot oim2302 level 1 result of 12.9 pg/ml vs an expected result of 22.10 pg/ml mas lot oim2302 level 2 results of 31.2 pg/ml vs an expected result of 47.80 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids and were not reported from the laboratory. The customer made no indication that any patient sample results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number four of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1605, 1610 and 1640 on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros ipth lot 1605 performance issue cannot be ruled out as a contributor to the events that occurred on this lot. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1605. Results obtained for vitros ipth lots 1610 and 1640 using the non-vitros mas fluid are still lower than expected and the customer is continuing to troubleshoot with the tsc. Ortho has initiated an investigation for lower-than-expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Within run vitros tsh precision testing was acceptable on the vitros xt7600 system, therefore an instrument related issue in not a likely contributor to the events. An issue isolated to the mas control fluids cannot be ruled out as a contributor of the event as results from this fluid are out of range on three different vitros ipth lots, while ortho ipth controls were within expectation when run on one of the vitros ipth lots in question (lot 1640). The customer did not run ortho controls on either of the other vitros ipth lots in question. Email address for contact office above is (B)(6).